Manufacturer narrative:
Additional data: h6- health effect- clinical code: 4581- photophobia. B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of -4.0d into the patients left eye (os) on (B)(6) 2023. It was reported that the patient was feeling myopic, the patient also experienced glares/haloes and photophobia. The lens remains implanted and the problem was not resolved. Status of the eye: "severe photophobia". The cause of the event was the device. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - myopic. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -4.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports the vault is stable but patient is feeling myopic. Lens remains implanted.